Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they the customer received emergency medical assistance got hospitalized due to high blood glucose around (B)(6) 2018 with blood glucose of 1010 mg/dl at the time of the incident. The customer was high due to pain medication that they were taking. The customer was given intravenous insulin to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was given a spinal injection as they have rods in their body. The insulin pump will not be returned for analysis.